Event description:
I had the essure coils placed in my tubes in (B)(6) 2009 in order to no longer have children. In addition, only one side was blocked I could still get pregnant I had to return for the dye test again to find out if I could get pregnant. The second dye test showed I was not able to get pregnant. After the essure was implanted I had constant pelvic pain. I continuously told the doctor who performed the procedure. He ignored my complaints and continuous visits to his office for the pain. I began to bleed heavily and steadily for all but approximately 1 week a month for years. I had pain after the essure was implanted and the entire time that I had the essure coils inside me, it kept me from doing the things I had previously enjoyed because of the pain. I would constantly have to take breaks at work due to the pain. Finally, I went to another doctor and had the ablation procedure which decreased my bleeding for a few months and the bleeding continued. I had to have a hysterectomy and the doctor took out my tube which contained the essure coils. The essure was supposed to keep me from taking time off from work, not cause me pain, and was supposed to keep me from having a hysterectomy. It did none of what it was supposed to do. The essure coils failed me as did bayer. I was not aware of the risks, if I would have known I would not have had the essure procedure.